Manufacturer narrative:
B3: the events occurred on february 11, 2023, february 12, 2023 and february 14, 2023. B5: the infusions took place at the patient's home. The devices contained piperacillin/tazobactam (kabi) in 240ml buffered sodium chloride 0.9%. H4: the lot was manufactured from september 6, 2022 to september 8, 2022. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. The photographs showed fluid inside the bladders which suggested under infusions occurred. The reported condition was verified. The cause of the condition could not be determined by examination of the photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Initial reporter address: (B)(4). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors underinfused medication to the patient. After the expected therapy time was complete, it was observed that a significant amount of medication remained in the device and had not been delivered to the patient. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.